Manufacturer narrative:
Product under investigation.

Event description:
A customer reported that a metal piece from the blade broke off during the intubation procedure and lodged in the airway of the patient. Medical intervention was required to remove it from the patient's airway.